Event description:
It was reported that when using the bd pyxis¿ es refrigerator was out of range and a spark was observed at the back of the fridge. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed with customer resolved issue by tightened the power cord. The issue was caused by a loose power cord. The customer confirmed that the refrigerator was fully functional after securing the power cord. The system functioned as intended after the customer resolved the device.